Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a continuous glucose monitor (cgm) value of 347 mg/dl and confirmatory fingerstick of 329 mg/dl, in the setting of a teflon infusion set and a recent infusion site change. Tubing was inspected with no kinks or leaks observed, and the user reported seeing drops during fill before insertion. Symptoms included hyperglycemia. Outcomes included improvement of glucose to 237 mg/dl with the user feeling better after the site change and monitoring, and no alarms or hospitalization. Investigation included troubleshooting and education regarding infusion site issues, expected onset of action after site change, monitoring guidance, and a plan for full supply change if glucose did not return to range. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with a potential infusion site or cannula issue not confirmed since the prior cannula was discarded and no device alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.